Manufacturer narrative:
The data acquisition-to-motor controller cable assembly (da-mc cable) was returned for failure investigation, it was tested and no failures were identified.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.

Event description:
The customer reported the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported the device was in use, but there was no patient harm reported.